Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. A philips remote service engineer (rse) assisted the customer on this issue. The customer informed the philips rse that the device was giving an "inoperable error message and going red screen." The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's flow sensor and system printed circuit board assembly (pcba) were replaced to address the issue. Additional findings not related to the malfunction/issue another system error that was found during service. The blower along with the system pcba was replaced on the device.